Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor, bowel dysfunction/sacral nerve stimulation and fecal incontinence. A representative reported after the ins and lead replacement that impedances were all over 4000 ohms when they checked impedance before the ins replacement. The rep reported the health care physician (hcp) stated that it appeared the lead was possibly fractured. The hcp replaced both the lead and the ins and the rep reported the new system was working good. The rep noted that they would return the lead and the ins. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was not able to be determined. They did report that when the lead was being removed from the patient¿s body it was believed to have fractured. However, it was noted that the patient did have several falls recently (unrelated to the implanted device). There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead, model #3889-28 lot# va14ntu identified that the {x} conductor(s) was/were broken at the proximal end of the lead; consistent with explant damage. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. There were no significant anomalies found. Concomitant medical products: product ID: 3889-28, lot# va14ntu, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.